Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer is having low blood glucose. The customer also experienced a seizure, treated with glucagon shot. The customer's blood glucose was 32mg/dl. The customer's blood glucose ranged between 32mg/dl-150mg/dl. The paramedics were contact and treated the customer at the scene. The customer will be visiting his endocrinologist and will discuss the low blood glucose.